Event description:
A series of elevated troponin I result was obtained on multiple samples from an individual patient. The results were reported to the physician who questioned the results. The samples were run on an alternate instruments (alternate methodologies) and lower, negative results were obtained. Patient treatment was not altered as a result of the elevated troponin I results. There was no report of adverse health consequences as a result of the elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicates that the most likely cause for the falsely elevated troponin I results is heterophilic antibody binding. The presence of heterophilic antibodies is consistent with the repeatable results obtained on multiple samples over time with multiple lots of reagent. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.